Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed and the IV pole was not available. The system was rebooted a couple of times but the system message would not clear. The system was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed that the problem reported. The IV pole pcb was replaced and will be sent for in-house eval. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).